Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and exhibited no capture. It was noted that the rv lead was sensing atrial fibrillation. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.